Event description:
Patient had a history of deep venous thrombosis and morbidly obese, with upcoming surgeries. Therefore, an ivc filter ordered for thromboembolic prophylaxis.imaging of filter showed filter to be tilted to patient's right, placing the filter apex in contact with the right lateral caval wall. Fibrous cap was present over the filter hook. There was a mid-shaft leg fracture in the filter that was present on CT scan for more than one year. Filter fragment was identified over the right upper quadrant of the abdomen. Filter was removed using a loop snare technique. No additional filter fractures were identified. No evidence of thrombus in the inferior vena cava (ivc), ivc filter or visualized on the initial ivc-gram.======================manufacturer response for ivc filter, ivc filter (per site reporter).======================no response at this time.what was the original intended procedure?patient had a history of deep venous thrombosis and morbidly obese, with upcoming surgeries. Therefore, an ivc filter ordered for thromboembolic prophylaxis.